Manufacturer narrative:
Test strip lot # unknown; control solution lot # unknown. Nova max test strip insert -quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
"...Consumer reported she had to go to the ER due to her meter reading high." The consumer reported receiving normal results yet experienced hypoglycemia. It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. "...the emts arrived approximately around midnight and performed a blood glucose test using their unknown meter getting a result of 46 mg/dl." The consumer was given a "sugar tablet" and transported to the hospital. No information on the type of device used or lot numbers of any test strips or any blood glucose readings or dates of hospitalization was forthcoming. The meter and test strips will be returned for evaluation.